Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, bruising, and a "cyst/acne" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their practitioner as soon as possible. The practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvederm ultra plus injectable gel must be reported to the dist.

Event description:
Healthcare professional reported 2 days after the injection with juvederm ultra plus in the cheeks, the pt had some swelling. The injecting physician thought there may have also been a bruise developing and so asked the pt to apply hirudoid cream over the treated areas. Ten days later pt developed a "cyst/acne", at the site where the hirudoid cream had been applied. Pt was treated with antibiotics and "bactobran ointment". The healthcare professional speculates that the cyst may be due to having injected "more superficially" than usual and was suspicious they "hit a sebaceous cyst".